Event description:
The company was informed that the pt reportedly had a skin breakdown. Allergy testing is currently planned for this pt. The pt continues to be monitored by the clinic. The company is in the process of gathering additional info. As soon as new info is obtained, a supplemental report will be submitted.